Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 789 mg/dl. Checked the alarm history and found only no delivery alarms. The physician's assistant felt that the insulin pump was faulty and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.